Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a nonrelated procedure. It was unknown if electrosurgical devices were used during the procedure. As a result the ipg failed to establish communication with external devices following the procedure. Troubleshooting resolved the issue. Effective therapy was restored post troubleshooting.